Manufacturer narrative:
The device was returned to Olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated burn on the C-cover. There was no patient involvement.